Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). Refer to field b6 for the results of the imaging evaluation.

Event description:
On (B)(6) 2017, the patient underwent endovascular repair using a 36mm endurant aaa device. It was reported that the physician decided to make a double chimney technique since it was a short aortic neck. A gore® viabahn® (8mm x 10cm) endoprosthesis was placed in the right renal artery and a gore® viabahn® (6mm x 10cm) endoprosthesis was placed in the left renal artery. Then the endurant device was placed covering the renal arteries. The aaa device was deployed (covered portion), and when the free flow portion was deploying, they had to stop because the gore® viabahn® (8mm x 10cm) was visualized outside the ostium of the right renal artery, almost losing the guidewire, however the guidewire was saved. Reportedly, the physician pushed the viabahn device with some struggle and it was placed in the desired position. The free flow portion of the endurant device was deployed. A 6mm x 10cm gore® viabahn® endoprosthesis was deployed in the left renal artery without any complications. When they started to deploy the viabahn® device in the right renal artery, the device deployed about 95 percent, and the last portion was still constrained. Although the deployment line was fully released from the catheter, it looked broken at the end. The catheter was stuck and after several attempts to pushing and pull, it was impossible to release the catheter. The catheter started to stretch out. Because it had been a long procedure and the patient was losing blood, the decision was made to cut the hub of the catheter and leave the catheter as it was (from inside the viabahn to the arm). It was reported that the 8mm x 10cm viabahn® device expanded a little bit more after the procedure. It was confirmed by doppler that both renal arteries had flow. Reportedly, the patient is doing well despite the remaining catheter in the body. The physician is monitoring the patient and planning to take the catheter out at a later date, plus attempt to fully open the constrained portion of the device.